Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer began using tandem-provided charging supplies and continued to use the pump with no further issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery - hot to touch issue could not be verified while the alleged malf code 00 issue could not be verified; however, a different issue was identified.